Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and damage was easily identified. The administration spike port cap was partially torn off from the port body. The reported condition was verified. The cause of the reported condition could not be determined; however, was possibly due to packaging, or storage and handling by the customer that had caused the spike port cap to start to separate or torn from the spike port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the middle tubing port seal of an exactamix 3000 ml eva tpn bag was broken. This was detected before using the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.